Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging rental equipment maintenance, life related smell related to a bipap device. The device was returned and evaluated. The results of the device evaluation are as follows: life related smell was confirmed and the blower, blower housing, blower cap, sound abatement foam and air inlet seal were replaced. The ui knob was confirmed broken and also replaced. Unit was cleaned and functionally tested. There was no report of serious patient harm or injury.